Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged/pulled back and showed no capture. It was also reported that the right atrial (ra) lead pulled back. The rv lead was repositioned and remains in use. The ra lead remains in use. No patient complications have been reported as a result of this event.